Event description:
The MFR of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup cracked. No pt injury occurred. The cup was evaluated and venting was observed. It was concluded damage was not pressure related.